Event description:
It was reported that the customer's insulin pump had been acting up and not giving the right amount of insulin. Customer stated having unexplained high blood glucose readings. Customer had been treating with manual injections and current blood glucose was 202 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.